Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the blade curled up and separated from the jaws. A competitor's device was used to complete the procedure. No adverse consequences reported. One device will be returned.

Manufacturer narrative:
(B)(4). Information not asked for but unknown or provided during initial contact. Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.